Manufacturer narrative:
Exact date unknown, event occurred a couple of weeks prior to the revision. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7084952.

Event description:
It was reported that the patient was no longer getting pain relief due to lead migration. Th patient underwent a revision procedure wherein the leads were moved up. The patient was doing well postoperatively.